Manufacturer narrative:
Previous codes of tilt and perforation, new code of anxiety. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of perforation of filter strut(s) outside the ivsc and tilt approximately ten years post implant. The patient also reported experiencing sharp pains in the chest and constant worry and fear of an aneurysm from the ivc filter breaking and/or moving. According to the medical records the patient had a history of a hysterectomy and right salpingo-oophorectomy, deep vein thrombosis (dvt) with chronic coumadin therapy, factor x deficiency, acute renal failure, obesity, arthritis, hypertension and smoking. The patient is further reported to have right pelvic pain and chronic back pain (requiring long-acting morphine). Prior to the filter implant, the patient was evaluated in the emergency room for complaints of hematuria and abdominal pain. A computed tomography (CT) scan revealed a large heterogeneous structure in the right side of the pelvis, suggesting decomposing blood. Diagnostic testing revealed possible left hemorrhagic ruptured ovarian cyst and right rectus muscle sheath hematoma. The patient received fresh frozen plasma and 2 units of packed red blood cells for the bleeding. The indication for the filter placement was recurrent dvt¿s/pte¿s with associated coagulopathy /factor x deficiency, and bleeding complications secondary to coumadin, including a right rectus sheath hematoma. The filter was placed via the right femoral vein and deployed just below the level of the right renal vein. The patient is reported to have tolerated the procedure well. Two days post implant, the patient experienced atypical chest pain. A myocardial perfusion scan revealed no evidence of any ongoing myocardial ischemia with a left ventricular ejection fracture of 69%. The patient is reported to have tolerated the procedure well. Approximately eight years and seven months post placement, the patient underwent an abdominal/pelvic computed tomography (CT) scan that revealed that caval perforation. Six filter struts had perforated through the ivc by up to 3.32mm. The filter was also noted to have a 2.28-degree right to left tilt and a 6.92-degree posterior to anterior tilt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, and tilt. The patient also reports fear of an aneurysm from the ivc filter breaking and/or moving. The patient experiences sharp pains in chest and constant worry. The patient is reported to have a history of hysterectomy with right salpingo-oopherectomy, dvt with chronic coumadin therapy, factor x deficiency, acute renal failure, obesity, arthritis, hypertension and current smoking. The patient is also reported to have had a recent upper respiratory infection. According to the medical records, the patient was admitted to hospital with abdominal pain, pelvic hematoma and hematuria. An abdominal/pelvic CT scan revealed a large, heterogenous structure in the right pelvis suggestive of decomposing blood. In addition, thickening and swelling of the right rectus muscle was noted. The study was suggestive of a large rectus hematoma which had ruptured from its¿ posterior aspect or a ruptured hemorrhagic ovarian cyst. One day later, the patient experienced acute blood loss with anemia requiring two unit of packed cells. The patient is further reported to have right pelvic pain and chronic back pain (requiring long-acting morphine). The patient underwent a pelvic ultrasound with transvaginal study that revealed complex structure and/or masses in the pelvic consistent with hematoma and a prolapsed bladder. Diagnostic testing revealed possible left hemorrhagic ruptured ovarian cyst and right rectus muscle sheath hematoma. During the implant procedure, the right femoral vein was accessed and the filter was placed just below the right renal vein. The patient is reported to have tolerated the procedure well. Two days post implant, the patient experienced atypical chest pain. Two days post implant, the patient completed a myocardial perfusion scan revealed no evidence of any ongoing myocardial ischemia with a left ventricular ejection fracture of 69%. The patient is reported to have tolerated the procedure well. Eight months post implant, the patient underwent an abdominal/pelvic CT scan that revealed that the filter was associated with caval perforation. The superior extent of the filter was at the mid-l2 vertebral body and its¿ inferior extent at the l3-l4 disc space. Six filter struts had perforated through the ivc by up to 3.32mm. The filter was also noted to have a 2.28-degree right to left tilt and a 6.92-degree posterior to anterior tilt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported an additional legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation that caused injury and damage to the patient.